Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 ml bd luer-lok¿ disposable syringes had foreign matter in the form of oil in the syringe barrels. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Five loose 1ml ll assembled syringes were received and reported to be from batch #7300834 (p/n 309628). Two of the samples had been used and arrived with a red tip cap attached. Three samples were syringe only and appeared to be unused. The samples were visually evaluated. No excess silicone was observed in the 3 unused samples. Since the two syringes with red tip caps attached had been used, they could not be accurately evaluated for silicone content, however no excess silicone could be seen inside. The two syringes were observed to have what appeared to be a minor molding imperfection in form of an embedded ring in the barrel wall near the 0.1ml marking. The observed ring cannot be felt but does bend the light slightly. It does not impede product¿s fit, form or function and is considered a cosmetic defect only. It is acceptable per product specification. No rejectable defects were observed in the samples received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 1 ml bd luer-lok disposable syringes had foreign matter in the form of oil in the syringe barrels. There was no report of exposure, serious injury or medical intervention.